Event description:
It was reported that t1 and t2 deployed together. Procedure was completed successfully with a backup device. Ts were removed from the patient. No significant delay or patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the insertion needle or were returned for evaluation. The needle is bent. The depth limiter is crimped at its distal end. The actuator is in its t2 post deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and functioned as intended.